Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedure was completed as planned as tsm not sensitive issue will cause slight delay on functional selection using this touch screen module only. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had no c-arm jam issues, and identified an issue with the tsm(touch screen module). Upon troubleshooting, fse found the tsm touchscreen was unresponsive and difficult to operate. To resolve the issue, fse replaced the tsm swingarm moyog. After replacement of tsm, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was jammed, which can impact geometry movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.